Manufacturer narrative:
The investigation revealed failure of mosfet q37, which forms part of the on/off switching circuitry. The failure of the q37 resulted in the device switching on automatically and a high current drain, which combined with multiple 10-minute power ons in the history log, led to the premature depletion of the returned pad-pak.

Event description:
No status indicator, no patient involvement.

Event description:
No status indicator, no patient involvement.